Event description:
Hcp returned device to MFR stating infusion mode of simple continuous didn't deliver drug. Pt experienced increased pain and pump full of drug at refill. The pump was replaced and the pt has adequate pain control with the new pump.